Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 10pm. According to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump); however, the patient denied taking any action in response to the alleged power issue. As a result of the reported issue, the patient claimed he developed symptoms of shaking and clammy eight hours later. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted that there was misuse of the product. Replacement products were still sent to the patient. Although it was discovered that the subject meter was misused by the patient, therefore resulting in the reported power issue, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4). 510(k) # is k073231.